Event description:
Pt had deflated right breast implant. (375cc saline implant) in 2003, pt underwent bilateral capsulectomy and implant removal. Right implant was deflated and left implant intact and was cut to remove.